Manufacturer narrative:
Concomitant medical products: 6937a-58, lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) due to the device withholding therapy because it inappropriately detected supraventricular tachycardia (svt) onset instead of vt. The device remains in use. No further patient complications have been reported as a result of this event.